Event description:
It was reported that an implanted device was unable to be interrogated using a communicator. Technical services (ts) weas consulted and troubleshooting was performed, but the device was unable to be interrogated. The device was examined and it had entered safety mode. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that an implanted device was unable to be interrogated using a communicator. Technical services (ts) weas consulted and troubleshooting was performed, but the device was unable to be interrogated. The device was examined and it had entered safety mode. This device remains in service. No adverse patient effects were reported.